Manufacturer narrative:
The remaining devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use.

Event description:
This report summarizes 36 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.

Manufacturer narrative:
When this malfunction summary report was previously reported, it was indicated that there was only 1 device pending evaluation; however, upon further reflection, 7 devices were pending evaluation. 5 of the devices have been evaluated. The issue was confirmed in 3 of the devices; they had electrical component issues. The three devices were repaired and returned. 2 of the devices had no defect found upon inspection. 2 devices are still pending investigation.

Event description:
This report summarizes <noe> 36 </noe> malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Five devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. Three devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 19 devices were evaluated in the field and the issue was confirmed; 15 devices had broken/damaged components, three devices had calibration issues, and one device had an electric short. The devices were repaired and returned. One device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 36 </noe> malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.